Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified medication, with a vtbi (volume to be infused) of 120ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that the patient returned to the user facility to be disconnected from the device. At that time, the nurse noted the device display indicated that a volume of 114ml had been delivered; however, the nurse noted there was 35ml left in the medication container. The nurse reported that the device appeared to still be delivering the medication. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.23ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012, at 1503, for ml/hr delivery only, at a rate of 2.5ml/hr, with a vtbi of 120ml, the device was powered off. Between 1526 and 1529, the device was powered on using batteries, the delivery was started. A new date stamp occurred on (B)(6). At 1324, the delivery was stopped and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.